Event description:
It was reported that there was a malfunction resulting in a loss of mechanical ventilation during a case. There was no patient injury.

Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).